Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Bmrn case number (B)(4) is a report from (B)(6), referring to a (B)(6) male subject (ID # (B)(6)). An investigator reported this case from the biomarin sponsored (B)(6) study, (B)(6). On (B)(6) 2018, the subject initiated treatment with bmn 250 (300 milligram, qw, icv). The lot number for bmn 250 was 251039. The most recent dose was administered on (B)(6) 2019. On (B)(6) 2018, the subject underwent implantation of an intracerebral ventriculostomy (icv) set (nl8501210 - integra reservoir 1.5cm dome,burr-hole). On (B)(6) 2019, the subject became unsettled after his infusion. He was crying and wincing his eyes, and had a headache. On the same day, the subject's cerebrospinal fluid (csf) white blood cell count (wbc) was 10, csf protein was 0.35 (units were not reported), and csf glucose was within normal range (2.5 - 2.9 mmol/l). His symptoms persisted and a computed tomography taken on (B)(6) 2019 revealed fluid surrounding the device. At 16:45, the subject had a grade 2 icv device malfunction and was hospitalized. On (B)(6) 2019, his csf wbc was 6 and csf protein was 0.35 (units were not reported). The device was also successfully removed without complications and the tip of the catheter and fluid from the device were sent for culture; results were negative after 48 hours. No evidence of fungal infection and was very unlikely according to microbiology consult. No additional treatment for the event was reported. Treatment with bmn 250 was temporarily held due to the event. The outcome of the event was reported as recovered/resolved on (B)(6) 2019 at 09:59. The subject was discharged on (B)(6) 2019. On an unreported date, the subject became unsettled, distressed with no particular trigger and crying inconsolably as if in pain. No fever, vomiting, or signs of wound infection or leakage were present. On (B)(6) 2019 at 16:00, the subject was hospitalized for a grade 2 headache (headache). On an unreported date, a computerized tomogram showed fluid collection in the site where the reservoir used to be. It was reported that the fluid collection seemed smaller than in previous images. Treatment for the event included unspecified regular analgesia, with no effect. On an unreported date, treatment with bmn 250 was held due to the event. The outcome of the event was reported as recovered/resolved on (B)(6) 2019 at 14:30. The investigator assessed the event as medically significant. The investigator assessed the event of device malfunction as not related to treatment with bmn 250. Other etiological factors included malfunction of device causing accumulation of imp outside the ventricles surrounding the reservoir. The investigator assessed the event of headache as not related to treatment with bmn 250. Other etiological factors included pain post device removal.

Event description:
N/a.

Manufacturer narrative:
The complaint unit has not been returned for evaluation. No anomaly was reported to indicate product failure due to the manufacturing process of the fg lot # 1165471. This lot met all product requirements as specified in the manufacturing shop order and related procedures. The reported condition was unconfirmed. The root cause was undetermined. (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information received on 16sep2019: the subject was a hearing aid user. Treatment medication included: propofol, ondansetron, calcium chloride/potassium chloride/sodium, chloride/sodium lactate and nitrous oxide. The event stop date was updated by the investigator from (B)(6) 2019 to (B)(6)2019. No further information was available.